Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Extraneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was unknown (previously reported as possibly related to the minicap). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be related to the minicap, but this has not been confirmed. The peritonitis was manifested by fever, abdominal pain, cloudy effluent, nausea, drowsiness, low blood pressure, feeling weak, and inability to eat. The patient was hospitalized for peritonitis event. The patient was treated with unspecified oral antibiotics (dose, frequency, and duration not reported) for peritonitis. After an unspecified amount of time, the oral antibiotics ¿didn¿t work¿ and the patient was switched to unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported) for peritonitis. Therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as unknown date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.